Event description:
At 5:00 pm on (B)(6) 2013, surgeon performed an orif of a patients' right tibia and fibula, during which he implanted a stryker t2 tibia nail. The instrument tray that was used was loaner #(B)(4) sent in from the (B)(6) office. After inserting the intramedullary nail into the patient's tibia, surgeon locked the nail proximally using the t2 targeting arm. After successfully inserting two locking screws, the first one from lateral to medial, the second oblique (anterolateral to posterior-medial), dr. (B)(6) attempted to insert a third screw in the second oblique position of the targeting arm. He noted that this side (the left side, in this case medial) of the targeting arm was a bit loose and could be wiggled easily. Surgeon secured the drill sleeve in the second oblique position of the targeting arm and attempted to drill through the corresponding hole in the nail. However, surgeon was unable to do so, hitting the nail with the drill bit. He attributed this to the wiggle in the arm of the jig. He ended the procedure having only inserted two locking screws in the proximal end of the nail.

Manufacturer narrative:
Evaluation summary: the targeting arm is regarded to be the subject product. The received nail handle and nail holding screw are regarded as associated products. Review of the inspection records revealed no discrepancies. The pre-operative test performed revealed targeting accuracy not being as intended. The drill could not be passed into the nail through the ml drill holes (standard and dynamic) at the right side of the targeting arm. The targeting accuracy was affected or restricted by the wobbly portion of the targeting arm. Discolored surface printing is evidence for multiple sterilization and cleaning cycles during long-term use. It appears that due to certain sterilization cycles the attributes of connection itself and materials of the connection may change resulting in micro movements and therewith loosening of or within the connection by delaminating during long term use. Each instrument will inevitably suffer from long and frequent use. As the returned targeting arm tns had been in use for approx. 10 years before loosely parts were reported, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Root cause evaluation revealed that in this case is linked to normal wear and tear caused, among others, by a high number of sterilization cycles during approx. 10 years of use, contributed by the design of the connection (pins + adhesive). The brochure instructions for cleaning, sterilization, inspection and maintenance (B)(4) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
At 5:00 pm on (B)(6) 2013 at (B)(6) center, surgeon performed an orif of a patients' right tibia and fibula, during which he implanted a stryker t2 tibia nail. The instrument tray that was used was loaner (B)(4) sent in from the ny metro office. After inserting the intramedullary nail into the patients' tibia, surgeon locked the nail proximally using the t2 targeting arm. After successfully inserting two locking screws, the first one from lateral to medial, the second oblique (anterolateral to posterior-medial), dr. (B)(6) attempted to insert a third screw in the second oblique position of the targeting arm. He noted that this side (the left side, in this case medial) of the targeting arm was a bit loose and could be wiggled easily. Surgeon secured the drill sleeve in the second oblique position of the targeting arm and attempted to drill through the corresponding hole in the nail. However, surgeon was unable to do so, hitting the nail with the drill bit. He attributed this to the wiggle in the arm of the jig. He ended the procedure having only inserted two locking screws in the proximal end of the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.